Manufacturer narrative:
Event date (B)(6) 2018. Submitted 08/21/18. Philip's field service engineer (fse) performed troubleshooting with the customer. The customer was advised check all the wire connections and try a different power management board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator intermittently does not power on. There was no patient involvement. The event date was not specified; estimate used.